Event description:
Customer reported a delay between her sensor glucose reading and her blood glucose reading. She also reported episodes where her insulin pump would tell her that she was low when she was not. The customer's blood glucose was 153 mg/dl. The customer also stated she was using the sensor for her pregnancy. The customer was advised to monitor the issue. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.